Event description:
The catheter was placed in 2000. In 2000, when the nurse went to start dialysis, a linear crack was found on venous hub. Called interventional radiology who came & repaired line with medcomp. No other info available upon initial conversation.